Manufacturer narrative:
Initial report sent: 10/09/2007.

Event description:
Procedure type: inguenal hernia repair. According to the reporter: there was difficulty inserting and removing the camera and the structural balloon was difficult to inflate. The balloon also tore away from the cannula while removing it from the cavity. The balloon was retrieved by the surgeon. The surgical time was extended 15 minutes. No pt injury was reported.